Event description:
It was reported to philips that the system could not enter the application interface, after system start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to boot up intermittently. Upon troubleshooting fse found that the failure in host pc software. To resolve the issue, fse reinstalled host pc software, restored the ghost image, re-configured related configurations. The system was returned to use in good working order. The codes were updated based on the investigation outcome.